Event description:
The customer reported to (B)(4) that under-processed tissue was found after processing using a peloris tissue processor.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
The lay user/patient contacted lifescan alleging the control solution test results are inaccurately high out of the control solution range. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/29/2010. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.